Manufacturer narrative:
Initial reporter address - (B)(6), zhongzheng dist. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was iodine leakage at the female connector of the transfer set. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual sample was returned for evaluation with a minicap attached to the female connector; also, a video was available for evaluation. A visual inspection with the naked eye identified a damaged female connector. Functional testing including clear passage and clamp function testing were performed with no issues noted. Leak testing revealed a leak beneath the returned minicap indicated a damage on the female connector. The transfer set was retested with an in-lab cap and a leak was noted beneath the cap indicating damage was present on the female connector. The reported condition was verified. The most probable cause of the damaged female connector was determined to be a manufacturing related issue. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.